Manufacturer narrative:
(B)(4) date sent: 3/17/2023 d4: batch # x95m42 investigation summary the product was returned to ethicon for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that the 2b12lt device was received with the tip of the sleeve fractured due to excessive force. The event reported was confirmed and it is related to improper use of the device. One possible cause for the damage found on the sleeve may be excessive external load placed on the device. Please reference the instruction for use for more information. As part of ethicon¿s quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. H6. Investigation findings h10. Device analysis - investigation summary the product was returned to ethicon for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that the 2b12lt device was received with the tip of the sleeve fractured due to excessive force. The event reported was confirmed and it is related to improper use of the device. One possible cause for the damage found on the sleeve may be excessive external load placed on the device. Please reference the instruction for use for more information. As part of ethicon¿s quality process all devices are manufactured, inspected, and released to approved specifications.

Manufacturer narrative:
Pc-(B)(4). Date sent: 3/15/2023 d4: batch # x95m42 investigation summary the product was returned to ethicon for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that the 2b12lt device was received with the tip of the sleeve damaged melted. The event reported was confirmed and it is related to improper use of the device. In order to prevent this kind of damage please avoid the contact with laser, electrosurgical or ultrasonic devices. As part of ethicon¿s quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch # unk. Additional information was requested and the following was obtained: "do you have pictures of trocar and echelon device? Please see the investigation report of japan. What is the patients bmi? The abdominal cavity was narrow, but the information of bmi was not gotten. What echelon device was used? Psee60a. Was there any aggressive torquing of the instrument within the trocar? The sales rep heard that dr tried to grasp the cecum in a narrow abdominal cavity. Was the echelon device attempted to be removed from trocar being in the articulated position? Yes. Dr said that it was highly likely that the articulation part of psee60a hit the distal tip of the sleeve and the sleeve was damaged when the patient tried to remove psee60a with articulated. Although dr spent nearly 4 hours looking for the defect, but dr could not find it. Dr asked us to check whether the tip of the trocar is chipped, and if there is a defect, please estimate the size of the defect by weight. Was anything else, besides the echelon device or hand instruments, placed through the trocar? Grasping forceps only. Exactly what piece of the trocar is believed to be missing? The distal tip of the trocar sleeve or internal components to the trocar seal? The distal tip of the trocar sleeve is the user alleging there was damage to the echelon device that led to the issue with the trocar? The articulation part of psee60a hit the distal tip of the sleeve and the sleeve was damaged is there an alleged deficiency against the echelon device? (Please explain) no." Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported by the sales rep that after a laparoscopic appendectomy, it was found that the tip of the inner cylinder was damaged and missing a piece. The initial operation was completed. As it was found after the wound closed, the computerized tomography was performed to find if broken piece was left in the patient. The missing piece could not be found. Reoperation was started from 7pm and closed at 12am. The patient is recovering. No piece was found, so there is a possibility that the missing tip was left in the patient. The surgeon commented that, when removing the echelon device with the device tip bent, the device might have caught the tip of the trocar.